Event description:
Event description guidant received information that this implantable lead was surgically abandoned because of out of range pacing impedances.the thresholds had also increased over several months. A fracture at the lead tip was suspected, however this was not revealed by fluoroscopy.